Event description:
Reporter stated that customer received the following results on mobile system 1 within 8 minutes: 7:57 am 391 mg/dl 7:58 am 109 mg/dl 7:58 am 195 mg/dl 7:59 am 113 mg/dl 8:00 am 510 mg/dl 8:01 am 201 mg/dl 8:01 am 192 mg/dl 8:05 am 50 mg/dl reporter stated that customer received 3 results between 80 mg/dl and 100 mg/dl on mobile system 2 "right after the other results." No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips used in mobile system 1 have been discarded.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for mobile system 1. Reference medwatch with patient identifier (B)(6) for mobile system 2. Device will not be returned.